Event description:
Nursing staff were attempting to use iradimed corporation MRI tubing, reference number (B)(4) when the medication began to seep through the walls of the tubing. The medication that was being used was propofol. The nursing staff tried three different sets of tubing, all the same lot number and all presented the same issue. The nursing staff used a different system and tubing to complete the task without patient harm. Pt: 4582. Device: 3023, 1506, 1354. Ref: mw5187415, mw5187416.